Event description:
The ge oec 9800 fluoroscopy system not boot correctly at the start of each day. A re-cycle of the power sequence would allow the system to then boot correctly.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the ps1 power supply, fluoro functions pcb, and installed a single board computer repair kit. The flash was also erased and re-loaded as were the calibration and configuration files. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with report to this issue. No negative pt effect was reported, because of this malfunction, that occurred during a procedure.